Event description:
It was reported that the patient (pt) needed to be able to place the device in MRI mode, however the programmer wouldn't go on and the programmer was just beeping. Pt then said that the programmer just went on. Pt said that they had been trying all morning and all weekend to get the programmer to work. Pt said that the programmer was blank but that then the programmer was powering on. Pt was seeing the screen saying to synchronize the patient programmer and neurostimulator when pressing the black sync button on the programmer. Pt then said that they got the programmer on. After pressing the black sync button on the programmer, pt saw the normal therapy screen with a check-mark next to group d and a lightning bolt over the implantable neurostimulator (ins) icon. Pt said that the programmer battery level was 100% and that the ins was at a quarter. Pt then said thatthe programmer connection was going in and out. Pt said that they had just put new batteries in the programmer. Pt noted that they used their device 24/7 and that they usually recharged the ins about every three days. Patient services (pss) reviewed programmer and programmer antenna replacement with the pt. When asked for the event date, pt said that they were going to say it was saturday. An email was sent to the repair department to replace the programmer. Pt mentioned that something odd was going on with their back so healthcare provider (hcp) wanted them to have a MRI. Pt then said that they thought they needed a different type of MRI now. Pt said that they were going to contact hcp.

Manufacturer narrative:
Continuation of d10: product ID: 97740, serial# (B)(6). Product type: programmer, patient section d: information references the main component of the system. Other relevant device(s) are: product ID: 97740. Serial# (B)(6), UDI#: (B)(4). H3: analysis of the 97740 programmer, lot# serial# (B)(6) revealed a broken no power to telemetry board. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.